Event description:
It was reported that a user experienced loss of dexcom g7 cgm readings on the ilet, with alerts indicating ¿replace sensor now,¿ and the user was guided to toggle cgm settings between g6 and g7, restart the pump, and re-enter the pairing code. Symptoms included interruption of cgm data availability with dosing expected to stop soon. Outcomes included temporary interruption of automated dosing and the need for user troubleshooting. Investigation included remote troubleshooting and education covering cgm pairing, device restart, and configuration steps. Investigation of this case revealed a cgm signal loss and unpaired sensor condition affecting communication to the ilet, consistent with a pairing or configuration issue. It was concluded, based on previously established findings for similar reports, that the cause was user/system setup error resulting in loss of cgm communication.